Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturer representative (rep) reported that the patient was feeling severely "off" for about a week and could not get in to see their neurologist until the week following date notified, so they went to the ER. Troubleshooting was performed at the ER and it was found that the implant was off, so they turned it back on with the patient now doing better. Longevity calculations were also performed by the rep which showed the patient has 67 months of battery left, with the implant on 1-2 hours prior to interrogation it was stated that the patient has other issues as well including memory issues, and that aside from what the patient is programmed on all other pairs are showing >2000 ohms. No further complications are anticipated. The patient's indication for implant is parkinson's dual and movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.